Manufacturer narrative:
A review of the device labeling was completed. Decreased/impaired vision is identified in the labeling as a known inherent risk of glaucoma stent surgery. The IFU adequately provides instructions for stent implantation, precautions, and warnings for the proper use and handling of the device. (B)(4).

Event description:
Clinical follow-up was requested and on (B)(6) 2018 the surgeon provided the following additional details: the patient was on warfarin (anticoagulant) preoperatively. The grade of hyphema was indicated as grade I and the impact from the hyphema was described as loss of bcva. The hyphema was treated with prolonged topical steroid xiidra for corneal epithelial loss. The patient also presented with keratopathy which resolved after 6-8 weeks. The patient¿s prognosis is good and the adverse event has resolved.

Manufacturer narrative:
The device remains implanted in the patient therefore product testing on the device could not be performed. Device identifiers were not provided; therefore, the device history records for this device could not be reviewed. A review of the device labeling was completed. Hyphema is identified in the labeling as a known inherent risk of intraocular surgery. The IFU adequately provides instructions for stent implantation, precautions, and warnings for the proper use and handling of the device. Hyphema is a known complication of intraocular surgery and generally resolves without permanent damage. There are numerous factors that may contribute to postoperative hyphema including but not limited to; patient history, medication use, user issues, and operational context. Based on the results of the investigation to date, no quality product deficiency was identified. Any omitted information was not available at the time of initial report. Written correspondence will be sent to the surgeon requesting the outstanding information. Subsequent attempts will be made as necessary. (B)(4).

Event description:
The surgeon reported that the patient presented post operation with persistent hyphema. Patient injury was reported however the details of the injury were not provided. Additional information will be requested.